Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) sample leakage occurred. The following information was provided by the initial reporter: blood leak in bottom of bd vial and this vial can not incubate in bactec instrument.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) sample leakage occurred. The following information was provided by the initial reporter: blood leak in bottom of bd vial and this vial can not incubate in bactec instrument.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 3008352382-2021-00003 was sent in error. There was no exposure to blood as sample leaked into sensor compartment in bottle, therefore, this is not considered to be a reportable malfunction.